Event description:
It was reported that in addition to the suspected lead damage due to subclavian crush, a drop in pacing impedance was observed on the right ventricular (rv) lead.

Manufacturer narrative:
Additional information: b5, h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead damage due to subclavian crush was suspected on the right ventricular (rv) lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.